Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Suspected cause was due to customer receiving an automatic correction bolus in response to control iq software addressing a rising bg. Review of the pump data logs by tandem technical support verified that the pump is working as intended. Customer acknowledged the information. Recommendation was made to consult with healthcare provider regarding the pump settings being adjusted.